Manufacturer narrative:
(B)(4). The device was manufactured march 4, 2014 ¿ march 6, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed white particles between 0.10 and 2.81 mm in size, floating in the solution of the bladder. The particles were in the fluid path. The particles were identified to be acrylic via fourier transform infrared (ftir) spectroscopy. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed inside of the reservoir of an intermate elastomeric device. This occurred during filling. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.